Event description:
It was reported via repair work order that the ibed awareness was not working due to footboard malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.